Event description:
Since 8/92 this patient has irregular mass along the tail of the right breast, has scar contractures, bilateral. On 6/15/93 underwent open breast biopsy, tail of right breast, bilateral capsulectomies with release of scar contracture, removal of bilateral silicone implants and replacement with saline implants.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: none or unknown. Conclusion: device failure directly caused event. Certainty of device as cause of or contributor to event: yes. Corrective actions: other. Invalid data - on device destroyed/disposed of status.